Event description:
It was reported that the customer was admitted in the intensive care unit with diabetes ketoacidosis and high blood glucose of 495mg/dl. The customer was treated with an insulin drip. It was stated that the belt clip broke off and the insulin pump fell out on the floor; then the device alarmed. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.